Event description:
The customer reported sample counts outside of limits system errors involving the unicel dxc 600i synchron access clinical system. The customer had analyzed some patient samples for troponin I and creatine kinase-mb (ck-mb) on the instrument but did not obtain any results except for system flags. During troubleshooting with beckman coulter customer technical support (cts), it was discovered that the substrate bottle was replaced in the morning by the cusotomer and the white fitting, with the black tubing, was not connected to the substrate bottle. Customer technical support (cts) instructed the customer to attach the fitting and primed the substrate system. The customer performed system check and quality control which passed within specifications. The customer reanalyzed the patient samples on an alternate access 2 system and reported the results out of the laboratory. No erroneous results were released from the laboratory. There was no patient impact associated with this event. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone.